Event description:
It was reported that an infusor elastomeric device ruptured during filling. It is unknown what solution the device was being filled with when this event occurred. This event did not involve a patient. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). A batch review will be performed. The affected sample has been received by the manufacturing facility and the initial evaluation could not confirm the reported condition. There was no evidence of rupture on the reservoir. The reservoir was found to be completely intact. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.